Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that territory manager has replaced product. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. A separate 3500a form has been completed for the other case under (B)(6) and MFR report 2243969-2014-00211 (this is report 2 of 2 to capture these events). This case was identified during the recent FDA inspection ((B)(4)). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
Nurse educator reported upon testing a fms control kit she could not instill water into the autovalve; inflation port as it leaks out. When attempt to instill water into the inflation port it would then leak back out from the autovalve area. It is also reported that territory mgr was at the facility today and reports he tried to also inflate the port on this fms and could not instill water pass autovalve as it would leak back out around the autovalve area. Reports he could not visually see any split, tear, or defect on the inflation port or autovalve area. Information referred to in email states that there are "two reports of an issue with control auto valve/inflation port leaking."